Manufacturer narrative:
The patient's age at time of event or dob, gender, and weight are unknown. This information was not available from the facility. During inflation, the balloon ruptured below rbp. Recurrence of this malfunction could result in a flow limiting dissection or perforation. No patient injury reported. This MDR is being reported conservatively. Patient information regarding relevant tests/laboratory data or medical history are unknown. This information was not available from the facility. Foreign: (B)(6). The angiosculpt device was discarded by the facility, thus no returned product investigation was performed.

Event description:
The angiosculpt device was used in a severely calcified mid iliac artery. During the second inflation at 10 atm, the balloon ruptured. No patient injury reported.